Event description:
It was reported that during a gastric bypass procedure by laparoscopy, an echelon powered 45 mm stapler with a 45mm white recharge was passed and at the time of firing, the stapler did not fire and was blocked. The battery was removed then the device was tested but still did not work. Reverse button was used and the stapler could be opened. Since the device did not cut nor staple, it was removed from the cavity. Another stapler and another refill were used to complete the procedure. There was no patient consequence nor surgical delay reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Date sent: 4/28/2026. D4: batch #626d53. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee45a device was returned with no apparent damage and with a gst45w reload loaded on the device. The reload was received partially fired 1/4. The returned device and reload were tested for functionality in the straight position by resetting and reloading it into the device. The device achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the remaining staples met the staple form release criteria. The partially fired is consistent with an incomplete or interrupted cycle. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 626d53, and no non-conformances were identified. A manufacturing record evaluation was performed for the finished psee45a, with lot/batch number a98921, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.